Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine 4mg/ml, bupivacaine 15mg/ml and fentanyl 2000mcg/ml. It was reported that the patient had a volume discrepancy on 2025-08-06. They expected to get back 5ml but withdrew 26ml from the pump. The patient did have a gradual volume discrepancy since an april 2025 refill; 5ml was expected and 12ml was withdrawn. The hcp had been made aware and they were going to check the patient's reservoir in 2 weeks. Technical services reviewed the option to do a dye study or catheter revision.